Event description:
It was reported that the patient controlled analgesic port was missing a pin and was not working. The device was returned, and evaluation revealed a buckled upstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found that the upstream occlusion (uso) seal was buckling. This indicated a reportable malfunction based on the uso seal. The uso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.